Event description:
Device 1 of 2 reference MFR. Report# 3006705815-2019-00717. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. A blood patch was performed and the patient was kept in the hospital to be monitored. Postoperatively, the patient indicated having a headache. Follow-up information indicated the patient¿s headache has resolved.